Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned tibial broaches identified some of the teeth on the broach from lot 61337999 were damaged and several teeth on the broach from lot 61130439 had fractured. Measured dimensions and hardness were conforming to print specifications. A product history search identified no other complaints for the related part and lot numbers. Review of the returned x-rays confirms that there is an artifact distal to the tibial component stem and cement, which appears to the one of the fractured teeth from the tibial broach. The tibial broach from lot 61337999 was manufactured in september 2009 and the tibial broach from lot 61130439 was manufactured in april 2010, which gives the components respective field lives of approximately 5 years 9 months and 5 years 1 month. Fracture of the tibial broach teeth has been previously investigated and can most likely be attributed to age and use.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. It was reported that the x-ray results shows a fractured piece of the instrument remained in the patient's bone and the patient was not revised. Product history search revealed no additional complaints against the related part and lot combinations. The surgical technique warns "do not attempt to extract the broach with a horizontal or angled blow on any side of the mis broach impactor handle." The proper technique for the removal of the broach is to "maintain a vertical impact direction in order to extract the broach straight out of the bone and avoid disruption of the broach preparation. Vertical extraction will also reduce stress on the instrument." A definitive root cause for this event cannot be determined with the information provided.

Event description:
It was reported that the instrument broke and x-rays show that the patient retains pieces of the instrument in the distal tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.